Manufacturer narrative:
The device was received and evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review did not identify any issues during the manufacturing of the device that may be related to the current complaint. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 which was reproduced while running a loaded set. The event history log (ehl) review was completed and it noted the presence of this alarm in the log. The cause was determined to be a failed upstream sensor. The upstream sensor will be replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.